Event description:
Additional information received from the consumer reported it was unknown what led to the device moving and connection issue. New parts were sent which had resolved the issue so far.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger. Product ID wr9200 lot# serial# (B)(6), product type recharger . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding a recharger. The patient reported difficulty charging the implantable neurostimulator (ins). The caller stated that the wireless recharger (wr) will intermittently connect to the ins. The caller stated that they have had this issue going on for months but the issue was resolved with a new recharger. The caller stated that they use the adhesive discs and the drape while charging. Patient services (pss) reviewed with the caller that the adhesive discs should not be used with the wr. The caller was able to remove the adhesive discs from the wr. Pss had the caller start a charging session but the caller was not able to stay connected to the ins. Pss had the caller reset the wr off the dock and attempt to charge the ins but the issue was persistent. Pss sent an email to repair to replace the wr. Pss redirected the caller to the healthcare provider (hcp) if the issue is persistent with the replacement recharger. The caller stated that they see the hcp in (B)(6). Caller called back and asked if the rpi number was supposed to any of the product. Reviewed no, that is an internal tracking number. Pt called back from pn on file asking how to send back old equipment. Ps reviewed information. Pt called back from phone number on file. Pss assisted pt in pairing new wr with handset. Pt started ins charging session and was able to view that implant battery was charging at 100% on recharger app on handset. Pt wasn't using drape during call and although they were able to make a connection with the implant the pt was struggling to find the implant and keep the connection between the wr and implant. Pt said that 2 months ago they didn't have an issue with charging but in the last two months they have been "slowly building up to" their implant moving around. Pss reviewed how this can effect the wr being able to find the ins and keep a connection. Pss redirected pt to hcp. No symptoms reported.